Event description:
A patient initially treated for intracranial stenosis in the middle cerebral artery (mca) in march was returning for re-angioplasty of the stent placed in the m1 segment subsequent to a follow-up angiography taken in 2009. The angiography taken showed intimal hyperplasia within the stent. During the re-angioplasty procedure the following month, stenosis of the m2 segment was identified and successfully treated. However, re-angioplasty of the m1 segment resulted in a dissection of the proximal aspect of the stented segment.

Manufacturer narrative:
Additional information was requested from the user facility. From the response received, it was determined that the physician attributes the dissection the gateway balloon, not the stent.